Manufacturer narrative:
The user facility reported to have replaced the graphic user interface (gui) printed circuit board (pcb). The covidien customer support engineer (cse) updated the software to current revision. The ventilator passed performance verification testing (pvt). (B)(4).

Event description:
Covidien received information of a ventilator with a blank display. The malfunction did not occur during patient use.